Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal tampons were shredding inside of her. She experienced abdominal pain and severe vaginal irritation. Consumer went to the hospital to get the remaining pieces removed.